Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the implant was inserted into patient and the turned position was incorrect. When the surgeon used the slap hammer to remove the implant the implant detached from the holder despite the green line still being visible and the ring in the ¿up¿ position. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): device is an instrument and is not implanted or explanted.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the implant was inserted into the patient, but the turned position was incorrect. The surgeon then used a slap hammer to remove the implant, but it detached from the holder despite the green line still being visible and the ring being in the "up" position. The surgeon used the removal tool and slap hammer to remove the implant, but it was with great difficulty. The implant was then reinserted, but was left in a lateral position, which was the best they could achieve. A surgical delay of 30 minutes was reported. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.